Event description:
The patient's spouse reported patient's lead "has come loose". Follow-up conducted to obtain information on which lead was related to the event was unsuccessful. Records indicate both leads and the device are still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.